Event description:
The pump was returned for investigation. Investigation revealed an intermittent and flashing display screen. There was evidence of moisture contamination found on the display flex and connector and internal components and the pump failed the leak test. There was no adverse event associated with this complaint. This report is made based on results of investigation completed on (B)(6) 2013.

Manufacturer narrative:
The pump has been returned and evaluated by product analysis on (B)(6) 2013 with the following findings: during investigation, the display screen was found to be intermittent and flashing during start-up. The pump had audible tones during startup and the pump's audible and vibratory alarms were found to be operational. No activity outside normal use observed in the download history. During testing, the display lens failed the leak test. The pump was opened and moisture contamination was observed on the display flex and connector and internal components. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.